Event description:
It was reported that the patient went to an outpatient visit for ventricular assist device (vad) low flow alarms. It was noted that the patient¿s mean arterial pressure (map) was 85. The site increased the patient¿s blood pressure medication and decreased their diuretics. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. The reported low flow event was confirmed via review of the autologs report which revealed a slight increase in estimated flows beginning on (B)(6) 2020, followed by a slight decrease in power consumption and estimated flows and one (1) low flow alarm was logged (B)(6) 2020. Information received from the site indicated, in addition to the low flow event, the patient went to an outpatient visit and it was noted that the patient¿s mean arterial pressure (map) was 85. The site increased the patient¿s blood pressure medication and decreased their diuretics. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the observed increase in flow event can be attributed to multiple factors, including but not limited to external factors such as thrombus formation/ingestion and/or patient related factors. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.